Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. Customer's blood glucose was approximately 590 mg/dl with trace ketones. The customer administered a bolus to treat elevated bg. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.

Event description:
Additionally, it was reported that multiple intermittent occlusion alarms occurred.